Manufacturer narrative:
An investigation was initiated and assigned to r&d for assessment. Engineering was able to reproduce the issue, but noted it was the result of an unusual workflow that is not part of a clinical standard of care or part of the intent of the fusion functionality. The system can be restarted leading to an approximately 2 minutes delay in therapy / treatment. After restart, the procedure can continue under the ultrasound standard of care or use the fusion functionality initially intended. The 2 minute delay in the therapy / treatment decision does not impact or change the patient specific protocol. However, a solution has been identified and will be included as part of an upcoming software release.

Event description:
A customer reported their epiq 7g ultrasound system displayed an error message and restarted on its own during a biopsy procedure. The procedure was completed successfully after a second system restart, however, no images or video could be saved. There was no patient or user injury associated with this event.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported their epiq 7g ultrasound system displayed the an error message and restarted on its own during a biopsy procedure. The procedure was completed successfully after a second system restart, however, no images or video could be saved. There was no patient or user injury associated with this event.